Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with more refractive post-operative cylinder than anticipated following intraoperative aberrometry assisted cataract surgery. The surgeon suspects a miscalculation from the device. Additional information has been requested. Follow up information received from the clinical application specialist indicated the surgeon is planning on performing a lens exchange on the patient.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).